Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (360-504 mg/dl); cause was not known. Tandem technical support performed a pump system check with the customer and pump was found to be functioning properly. Recommendation was made for customer to discuss event with their healthcare provider.